Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized but the hospitalization was not related to the insulin pump. Customer stated that he only had a problem with the meter not reading. Customer was unable to speak at the time and blood glucose value could not be captured. Nothing further reported.